Event description:
X-rays were received and evaluated by the manufacturer. Review of x-rays indicated the generator placement appeared to be normal. The lead appeared to be fully inserted inside the connector block. The filter feed-thrus appeared to be intact. The placement of the electrodes seemed to be normal. There was some lead behind the generator which could not be assessed. No acute angles or lead discontinuities were observed in the chest area that was visible. Moreover, information received from the area representative confirmed the patient's device was disabled due to the reported high impedance. The treating physician had no opinion on the reported increase in seizures and stimulation bot being perceived. However, it is suspected to be related to loss of therapy. At the moment no surgical interventions have been planned.

Event description:
The lead was received by device manufacturer for analysis indicating that it had been explanted. The lead analysis was completed on (B)(4) 2013. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil at the break location show that pitting or electro-etching conditions have occurred in a portion of the coil at the electrode ribbon. However, due to metal dissolution and surface contamination the initial fracture mechanism cannot be ascertained. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. It was reported that the patient has felt good following lead replacement.

Event description:
Additional information was received from the area representative indicating x-rays were taken of the patient. There was no report of trauma that could have had contributed to the reported high impedance. At the moment, the patient was placed on new medication which has improved the condition of the patient. No surgical plans have been planned at the moment since the patient is doing well with new medication. The generator was programmed off in the time being.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not list type of report. Initial report should have indicated 30-day report. Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company representative that a vns patient reported no longer perceiving stimulation from vns therapy. The patient was seen at a follow-up appointment and high impedance was received. The patient had been recently re-implanted with a new lead. X-rays were taken of the patient and no lead issues were found in accordance to the medical professional. Moreover, an increase in seizures was also reported by the treating physician. (B)(4) attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.